Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This even occurred in (B)(6). Consumer reported the string pulled out or was missing from two tampons upon removal and was unable to remove the tampons with the strings. Multiple attempts have been made to obtain further information. No further information has been received.